Manufacturer narrative:
(B)(4). Customer returned pump for an alleged unexpected battery power loss found on (B)(6) 2022. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, sleep current measurement, displacement accuracy test with 0.0845 inches. Unit failed to pass the self test due to pump error 63 occurring during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, low battery (B)(6) 2022 02:48 pm), replace battery (B)(6) 2022 12:19 am), replace battery now (B)(6) 2022 12:50 am), power loss alarm (B)(6) 2022 01:01 am) found in the history files and this was expected. Pump error 63 (variable 03) occurred on (B)(6) 2022 07: 28 am esf#nan, line# 367, file #37 .pump was cut open to perform visual inspection and found evidence of moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, damaged display window cover, keypad overlay texture damage. Unexpected battery power loss is not confirmed. Pump error 63 is confirmed due to cracked soldered joint u1(pin 06). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert or replace battery now alarm. Customer stated they received a low battery alert prior to replace battery alert, replace battery now alarm and it less than 8 hours. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.